Manufacturer narrative:
Investigation conclusion: referring to the product inquiry all reported items are considered primary products. No further associated product was reported. The reported products were not available to stryker due to ¿hospital policy¿ according to information received; thus, physical examination was not possible. Review of the device history records of all products reported revealed no conspicuities. The items were documented as faultless prior to distribution. According to information received the sales rep reported: ¿it was a hip fracture that came through the or. Patient was scheduled for surgery and before draping out was having an issue blood pressure. Anesthesiologist did give her medication to address the issue. Towards the end of the procedure anesthesiologist stated they need to hurry because the needed to do chest compressions. The nail, lag screw and distal screw were implanted. Then surgeon was closing out to do chest compression. This event was not a result of the procedure. They had the issues prior to surgery. It was not an elected surgery. It was an add-on surgery due to the hip fracture. Were putting in implants to stabilize the fracture. Nothing was explanted.¿ x-rays (pre-, intra-, post-op), medical records and operative reports have been requested; the sales rep stated that the information will not be released to him. All available information was forwarded to a consultant healthcare professional (hcp). He stated: ¿this case presents an "exitus in tabula", which I have experienced several times with old and correspondingly less healthy patients. It is basically possible that a fat embolism in this case has (partly) triggered the event. Without an autopsy this won¿t be possible to be clarified anymore. Convincing reason to the contrary are the circulatory problems of the patient, apparently already at the beginning of the surgery. Otherwise, there is no evidence for a correlation with the gamma nail. The course is to be regarded as fateful. From a clinical point of view no further action is required on the part of stryker.¿ all available information indicates that the event was not caused by a deficiency of the devices, but is rather linked to the patient¿s condition. No non-conformity was identified.

Event description:
It was reported that patient was presented to the ER with a fractured left hip and surgeon was doing a gamma nail procedure to repair. When procedure was just about ending, the patient again began experiencing problems and after 40 plus minutes if attempted revival with no success, patient was listed as deceased.

Manufacturer narrative:
Additional devices listed in this report: cat 30600080s lag screw, ti gamma3 lot code k0a3c73 cat 18965035s locking screw, fully threaded lot code k037a0b cat 18060085s guide wire, ball-tipped, sterile lot code k279025 it cannot be determined which, if any of these devices may have caused or contributed to patient's death. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy

Event description:
It was reported that patient was presented to the ER with a fractured left hip and surgeon was doing a gamma nail procedure to repair. When procedure was just about ending, the patient again began experiencing problems and after 40 plus minutes if attempted revival with no success, patient was listed as deceased.